Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil was travelling to my right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), spinal deformity ("look how crooked my spine is now") and vitamin d deficiency ("vitamin d deficiency"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, spinal deformity and vitamin d deficiency outcome was unknown. The reporter considered device dislocation, pelvic pain, spinal deformity and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following were received via social media: 'left coil was travelling to my right side',chronic pelvic pain, look how crooked my spine is now,vitamin d deficiency. Quality-safety evaluation of ptc: unable to confim complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- vitamin d deficiency. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil was travelling to my right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), spinal deformity ("look how crooked my spine is now") and vitamin d deficiency ("vitamin d deficiency"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, spinal deformity and vitamin d deficiency outcome was unknown. The reporter considered device dislocation, pelvic pain, spinal deformity and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following were received via social media: 'left coil was travelling to my right side',chronic pelvic pain, look how crooked my spine is now,vitamin d deficiency. Quality-safety evaluation of ptc: unable to confim complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil was travelling to my right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain") and spinal disorder ("look how crooked my spine is now"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and spinal disorder outcome was unknown. The reporter considered device dislocation, pelvic pain and spinal disorder to be related to essure. Concerning the injuries reported in this case, the following were received via social media: 'left coil was travelling to my right side',chronic pelvic pain, look how crooked my spine is now.' Quality-safety evaluation of ptc: unable to confim complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.